Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: unknown, product ID: 9735773, serial/lot #: unknown. A manufacturer representative (rep) went to the site to test the navigation system. The main cart battery and uninterruptable powers supply (ups) were replaced. The system then performed as intended.  Codes: b01, c02, d02. Multiple annex g codes were reported. Annex g code g02002 is associated with product ID: 9735773 and annex g code g02027 is associated with product ID: 9735787 , foreign country: australia.   Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during in an unknown procedure. It was reported that there was an issue with this system during an ent case. The customer informed colleague that the main cart shutdown suddenly during the case but they were able to boot the system back up and continue with the case. Troubleshooting was performed after the case was completed, but could not determine the cause of the shutdown and could not reproduce the reported fault. No known impact to patient outcome. No further information available.

Manufacturer narrative:
H3, h6) the product ID: 9735787, lot number: 19180070, was returned to the manufacturer for analysis and analysis did not confirm the reported event. The uninterruptible power supply (ups) was tested with a known good battery for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Previously reported code b01 is applicable as well as codes c19, and d14. H2) additional information made to section b5. H2) section a: patient information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative indicated that the procedure being performed was a pituitary tumor procedure in which the issue occurred intraoperatively and the surgical delay was less than one-hour.